Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that when powering on the cardiosave intra-aortic balloon pump (iabp) unit has a loud beeping sound. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, , investigation conclusions), h10. A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the power switch was the issue and has ordered a replacement and will reschedule with the customer to repair the issue once the parts is received. Pon deeper investigation stm found extensive fuid intrusion. Corroded pcbs and damaged components. The fse replaced all of the damaged components and tried to test. The fse found that the front end pcb had been damaged by the fst when replacing the other damaged components. The fse ordered and replaced the front end pcb and recalibrated. The unit passed all functional and safety checks to meet factory specifications. The unit was returned to the customer and cleared for clinical use.